Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the specimen bag contained what appeared to be multiple gallstones. Engineering noted a tear above the seal at the distal end of the bag. The bag showed signs of tension, clearly visible in the stretching near the burst site. The ends of the tear appear to be cut straight, as if cut by a sharp instrument. Previous tests have shown stretching and breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use (IFU) state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. Additionally, the IFU precautions "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "mr (B)(6) was removing the gall bladder out through the umbilicus defect. Whilst mr (B)(6) was pulling on the bag the end of the bag split. Type of intervention: "none". Patient status: "as expected".